Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have a lead fracture. Noise was also noted. This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information was received that this rv lead had observations of high impedance values. During the revision procedure, they were unable to visualize the fracture using fluoroscopy. The patient did well with the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 01:34 pm CT. The report number is being corrected from: 2124215-2018-62607 to: 2124215-2018-61355.

Event description:
Additional information was received that the previously reported noise had been oversensed causing pacing inhibition of one second.